Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited inappropriate anti-tachycardia pacing due to an incorrect interpretation of signal. No intervention was performed as the issue resolved on its own, and the patient remained stable.